Event description:
It was reported that patient developed an infection and had generator explanted. Device sterility was confirmed with manufacturer. Location of infection was at the generator site. Cultures were taken of the area and a staph infections was found. Physician reports that patient's skin is very thin and skin erosion is the believed cause of infection. Patient is doing well and will have generator replaced at a later time.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.